Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated. Visual inspection of the device found that interlink injection housing was broken. The cause of the condition could not be determined. A CAPA was opened to further investigate the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that the housing of the interlink injection site was broken; this was observed during infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.